Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of an implanted system that exhibited a high out of range shock impedance measurement. The physician decided to test the circuit and the result was good. The shock impedance was tested with a 1.1j sync shock two times and the results were 77 and 78 ohms. The physician felt the result was acceptable and sent the patient home. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.